Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for other chronic/intract pain and spinal pain. It was reported the patient experienced poor communication on patient programmer (pp). Patient said little remote wouldn¿t connect. Prior the call, patient replaced the batteries, patient used an antenna. It was reviewed antenna was secured and sync with ins, the poor communication wasn¿t resolved. It was noted the ins recharger could communicate with ins. It was noted the programmer had poor communication with and without antenna. Additional information on (B)(6) 2018 was received from patient. It was stated the patient received replacement pp; however, it was still getting the screen with the question mark. Prior the call, patient positioned antenna in different areas over ins site, patient used an antenna. The issue of poor communication wasn¿t resolved. It was noted the insr wasn¿t able to communicate with the ins. It was document the last time patient felt stimulation was over a year ago and it was unknown the last successful charge session was when. It was documented the patient became aware they could not charge was (B)(6) 2018. It was documented the reason for not charging was patient charged ins and he was received the reposition antenna screen. It was reviewed the patient last charging session was more than one to 3 months ago, patient was redirected to healthcare provider (hcp) to address possible overdischarge (od). It was reviewed the importance of keeping ins charged to maintain therapy. The results of the call were having patient to schedule an appointment for a jumpstart. Patient had pain at ins site. This would consider a sudden change in therapy and symptoms. Patient reported pain was intermittent, he had fallen 1 to 2 times but not on the stimulator. Patient also mentioned that he was in hospital for gall bladder problems and he had a MRI and diagnostic ultrasound. Patient said he received medicine for it; however, he had to go back in (B)(6) for same issue and received another diagnostic ultrasound. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.